Event description:
A pt reported that during a vitrectomy surgery, a surgeon found a tiny piece of metal in the eye during surgery. In surgeon's opinion, the metal piece might have come from the scleral plug. The metal object was removed from the eye and the surgery was completed with no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specs. The scleral plug drawing was reviewed and two separate notes were found; one to remove sharp edges, and one to deburr both ends of the plug. The component is also ultrasonically cleaned and passivated before assembly to remove loose debris. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).